Event description:
It was reported that after replacing a dexcom g7 sensor, the user attempted to calibrate but entered the ilet¿s displayed value instead of the fingerstick result, which led to a ¿calibration not used¿ alert and the glucose value not displaying on the ilet; a fingerstick read 188 mg/dl while the last ilet reading was 203 mg/dl, and the issue was resolved by re-pairing the g7 sensor through the ilet menu, after which values matched the dexcom app, consistent with an intermittent communication failure related to the antenna/electrical-magnetic components. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the g7 resulting in intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.